Event description:
It was reported that during a clinic visit, the patient of this right atrial (ra) lead system was found to have sepsis due to endocarditis infection. The physician plans on scheduling a revision procedure. There were no additional adverse patient effects reported. This lead remains in service.